Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they had been having trouble getting the ins to charge. Patient stated that if the ins was able to charge, the ins would only charge between 40% and 90% and that they would never get the ins charged fully to 100%. Patient said that the ins didn't hold a charge. Pt said that they had talked to several people and were told that the ins itself would have to be replaced. Pt said that they started working with the reps on this about six months ago. Pt said that they got a voicemail from a rep, however they didn't get the message. Pt said that also mdt tried to send them a letter but they moved to lubbock and the letter was sent to amarillo. Pt said that they wanted an ins that they didn't have to keep recharging. Agent redirected pt to hcp, however pt said that the last time they saw the pain doctor, they were told to call mdt to schedule an appt. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. When asked for the event date, pt said that it had been over a year.  Pt then said that they were supposed to see their doctor again on 10/8.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.